Manufacturer narrative:
Device evaluation summary: it was reported that a 61-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation of the device a rent measuring approximately 2.7 cm was found within the crease on the posterior aspect. Another crease was also observed on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 5544882, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.